Manufacturer narrative:
The complaint devices, one (1) final drivers and one (1) 90in-lb torque handle, were evaluated and the reported event was confirmed. The evaluation identified the distal tip of the driver was missing from the device. Further, the torque handle used with the fractured driver was determined to be damaged and out of calibration, allowing excessive torque force to be applied. A review of the device history records was performed and no discrepancies were found. The root cause of the device failures was determined to be excessive force applied by the damaged handle. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings: care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial two (2) level fixation procedure from l4 to s1. During the procedure, the distal tip of the final lock screw driver fractured off when tightening the lock screw at l4. Further, the distal tip of a second final lock screw driver fractured off when tightening the lock screw at s1. Neither tip was able to be retrieved as they were captured by the torx feature of the lock screws. Both tips were retained by the patient. No injury and no further patient impact was reported. Report 2 of 2.